Manufacturer narrative:
Section a3b, gender: information unknown/not provided. Section d6a, if implanted, give date: not applicable. The iol was partially inserted therefore, not implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 is being used to capture sutures. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) came out too fast. The injector is behind so it came out a bit. The lens was partially inserted into the right eye. The patient¿s capsule broke and sutures were used. Using sutures is not the doctor¿s standard practice but they were used as precautionary measure. No vitrectomy was required. The procedure was completed with an iol of the same model and diopter. No further information was provided.